Event description:
When the tubing was taken out of the packaging, there was a piece of tubing missing that plugs into the enteral meds port of the tubing. Tube wasn't used on patient. No harm to patient.